Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in s pinal revision surgery for thoracic spondylotic spondylitis. Levels implanted was th3-l5. It was reported that patient who has undergone multiple surgeries till date. On (B)(6) 2023, a th10-11 vertebral replacement operation was performed with t2 placement. During follow-up, the patient presented with paralysis of both lower limbs, and surgeon mentioned the need for an extension to the upper levels. In 2022, it was considered that acute ethylene oxide poisoning from inhaling gas sterilization might be related, since the t2 area has bone fusion, it is neither a metal allergy nor an infection. It was commented that the issue is not related to the implant but rather a problem with the patient's condition. On (B)(6) the plan is to remove the loosened upper thoracic screws and extend the fixation from the cervical spine. No further complications were reported. Additional information was received via manufacturer representative that there was a loose screw, but there was no direct association with paralysis of both lower limbs. Lower paralysis is not due to reported product. Additional information was received via manufacturer representative that the revision surgery is not due to reported products. The cause of the screw loosening is unknown, but surgeon commented that it might be caused by the patient's constitution or slowness of bone formation. Revision surgery was performed on (B)(6)2024 as scheduled. The case was pyogenic discitis of the thoracic spine, patient is b+. After removal of the t3/4 screw, decompression was performed. Rod cut under t5, mrc vertical connection installation, pedicle screw was inserted into c7/t1/2 and connected to mrc with a tapered rod and fixed from c7 to l5. Surgeon commented that it will be necessary to extend the fixation of the cervical spine in the future. The patient has unique feature of the kind of constitution, or delayed bone formation or destructiveness. It was mentioned that there is no problem with the implant itself.

Manufacturer narrative:
G2: country of origin is japan. G4 PMA/510(k)#: the reported product is not marketed in united states, however similar product with product ID: 55840006535, UDI: (B)(4) , 510(k)# k113174 is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B1 has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B1 and b2 has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.